Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, section e, g1, h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: b4, d1, d9, g3, h3, h6. B4, g3: awareness/alert date on initial report was reported as 12/14/2020. The correct awareness/alert date is 12/11/2020. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.

Manufacturer narrative:
PMA/510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a broken interlock t25 screwdriver from a recently installed tfna instrument set was discovered. The broken instrument was noticed by the sterilization department when the set was being processed following a surgical procedure. There was no report of surgical involvement or harm caused to a patient. The tip of the screwdriver was twisted, and the interlock component no longer fit into place. This report is for one (1) screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h6: product code: 03.010.473, lot number: 4l99781, manufacturing site: haegendorf, release to warehouse date: september 16, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip of the instrument is twisted, but not broken as reported. Furthermore, an intended use is not given any more, based on the deformed screwdriver tip. Otherwise, is the instrument in a used but good condition. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Furthermore, all parts went through final inspection before they had left the production. Summary: the complaint is confirmed, as the screwdriver tip is deformed/twisted as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that inadequate connection between the screwdriver and the screw or/and that high applied mechanical force, could have led to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.